Event description:
It was reported that on ez45b was used during a pneumothorax procedure. It was reported by the affiliate that the stapler fired but could not open. The staple did not form on the tissue. The surgeon used another ez45b to cut off the piece of tissue together with the stapler. The surgeon said that the tissue is not very thick and finally the stapler slipped off the tissue.